Manufacturer narrative:
Terumo did not receive the actual device and the complaint was confirmed based on clinical review. No physical investigation was performed. Per clinical review of the event, tubing indications are present to aid the perfusionist in hooking up the arterial and venous lines. Therefore, the root cause of the event was due to user error in hooking up the opposite connections to the arterial and venous tubing. Terumo has revised the pack to include four additional pieces of tape to the arterial and venous lines. The complaint will be included in associate awareness training. The device history record did not indicate any production related problem. All available information has been placed on file in quality management for appropriate tracking, trending, and follow up. (B)(4).

Event description:
The user facility reported to terumo cardiovascular that prior to cardiopulmonary bypass surgery, the user hooked the venous line to the arterial cannula by mistake. They opened the venous line and the pt was immediately exsanguinated. The product was not changed out, there was no blood loss, and surgery was completed successfully. The event did cause a 1 minute delay in surgical procedure to switch cannula and return blood back to the pt. There are red tapes on the arterial line and blue tapes on the venous line to indicate to both the perfusionist and cv surgeon which line will be used as arterial or venous. The 700 ml of arterial blood was drained into the venous reservoir, but pressure was controlled by the operating room. The pt did not require homologous transfusion. There was no pt harm.